Event description:
The device was used during a laparoscopic bilaterial tubal ligation. Reportedly, a laceration of the iliac artery was detected. Intervention was required to control the bleeding.

Manufacturer narrative:
1/28/1998-supplemental report #1 sent to FDA. Device not received for evaluation as the user facility will not release the product.